Event description:
The customer reported that the green light on the monitor cart will not come on and the system will not fluoro. No patient was injury was reported.

Manufacturer narrative:
The ge service rep found a loose wires on the interconnect cable. He repaired the cable and found a small cut on power cable and ordered cables. He replaced the cables.